Event description:
It was reported that the handpiece present issues related to the snaplock. There is no further information related to the case.

Manufacturer narrative:
This is a duplicate report of 3010266064-2020-00302.